Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was exhibiting "no disposable, pump won't run". It was reported that troubleshooting was unsuccessful after multiple attempts to resolve. Per reporter residual volume was: 13.0, rate 1.5 and 56.5 was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).